Event description:
A trilogy 100 ventilator, japan - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 100 ventilator, japan - bt device at the manufacturer's service center, an "internal battery depleted " error code was discovered in the ventilator's downloaded event log. The device's power management board was replaced to address the issue. The technician performed periodic maintenance 1, repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. The pollen filter was replaced as regulated by maintenance procedure to prevent failure. Software version was checked. (Ver.14.2.05).